Event description:
It was reported that during implant attempt of the lead, the amount of turns needed to deploy the helix was higher than what was usually encountered and impedance measurements were on the high side following several positioning attempts. Therefore the lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent, and the lead appeared to have been damaged at implant. The analyst noted that the helix was distorted, which prevented it from proper extension and retraction.